Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse performed a precision test which resulted in a coefficient of variation (%cv) of greater than (B)(4) and is outside of specification. The fse evaluated the instrument and observed a small pocket of air in the ion selective electrode (ise) reference line. The fse replaced the defective ise reference valve, primed the system, and repeated the precision test without observing any further issue. The fse also performed calibration and ran quality control (qc) which passed within specifications. In conclusion, failure mode of the event is attributed to bubbles in the ise reference line caused by a defective reference valve. The defective reference valve caused the relationship of pressures within the ise lines to become abnormal, permitting intrusion of the reference liquid into electrode section of the flowcell. The fse did not note any further issues following replacement of the ise reference valve.

Event description:
The customer reported that the beckman coulter au400 clinical chemistry analyzer generated erroneously low sodium (na) results for multiple patients. The customer repeated all patient samples on an alternate analyzer and obtained higher na results which the customer considered correct. The customer reported the results out of the laboratory but there was no change or affect to patient treatment in connection with this event. Beckman coulter reviewed the provided patient data and noted six (6) discrepant patient results which do not meet the precision claim of the assay.